Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2026 through (B)(6) 2026. Intermittent elevations in pump power and flow were observed on (B)(6) 2026 and (B)(6) 2026 with values reaching up to 10 watts and 11.1 liters per minute, respectively. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿ provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with power spikes, labs pending, and no dark urine. International normalized ratio had been therapeutic. There was concern for pump thrombosis. Log files were sent for review and noted a few unsustained power/flow elevations on (B)(6) 2026 and (B)(6) 2026. There were no other unusual events recorded in the log file event history. Pump thrombosis was not confirmed or ruled out. There were no changes to patient condition or anticoagulation status that may have contributed. The only was concern was rise in power and there were no other symptoms noted.